Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer (fse) observed that the full height cubie drawer 7 was not opening during recovery and was making a clicking noise. Upon investigation, the square link plunger was found to be improperly seated in the latch inseparable. The plunger was re-seated into the correct hole on the inseparable, resulting in successful drawer recovery. Accessing the drawer via inventory was also successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer 7 was not opening during recovery and makes clicking noise. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer 7 was not opening during recovery and makes clicking noise. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.